Manufacturer narrative:
Reporter is a synthes employee. Part:319.006. Synthes lot: 6935003. Supplier lot: n/a. Release to warehouse date: may 03, 2012. Expiration date: n/a. Manufactured by synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws was received at us customer quality (cq). Upon visual inspection, it was noticed that the needle component is bent towards the distal end and the protection sleeve component is missing. Dimensional inspection: needle diameter = conforming document/specification review: current) and manufactured revisions no design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for the depth gauge for 2.0mm and 2.4mm screws as the device was bent towards the distal end and is missing the protection sleeve. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, the depth gauge for 2.0mm and 2.4mm screws was observed to have a missing piece. There were no patient and surgical involvement. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).